Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2, -18.00 diopter, implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.